Event description:
During preliminary manufacturing testing, the device was noted to under-deliver. The device had been received from the customer with the complaint that the device was alarming, with no patient involvement.